Event description:
It was reported to boston scientific corporation that five days post hta procedure, in which a hyrdothermablator procedure set was used, the patient presented with a 2nd/3rd degree burn, on the vulva. The size of the burn is not known. It was reported that the physician had used a tenaculum stabilizer and weighted speculum during the case. Additionally, during the ablation there were two fluid loss alarms, rate of loss is not known. The physician sent the patient to a burn unit for treatment, type of treatment is unknown.

Manufacturer narrative:
Device: (for use when the device problem is not known). The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The results of the documentation review showed no evidence of a manufacturing related, no potential cause for this type of event was found. A ship history was performed, resulted in one probable lot. A lot number search showed no other complaints reported against this lot number. A product analysis could not be performed because the product was not returned, disposed. A review of the labeling was performed which includes the dfu/users manual which revealed the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. The warning and precautions section of the hta users manual states that thermal injuries are a potential adverse event associated with the use of hta.